Event description:
It was reported that approximately 1 month post-implant of a bifurcated device and a suprarenal aortic extension, a follow-up computed tomography scan revealed thrombus in the devices. Reportedly, the physician is in process of determining best course of action.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Manufacturer narrative:
Based upon the investigation findings, the reported event was confirmed. The device remains in the patient and was not evaluated, but clinical review of pre and post-op cts confirmed thrombus formation. Although thrombus was confirmed, the root cause of the thrombus could not be identified, but is unlikely to be related to the device. A manufacturing record review was performed. The lot met all release criteria with no related issues. The lot usage history shows that no other units from this lot have been involved in any similar complaints at this time. The product labeling has been reviewed and it is confirmed that the reported event is adequately captured in the existing labeling.